Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified error message occurred. The sensor was allegedly inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.